Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to failed thr. The patient stated that he was just ambulating and fell to the ground and was unable to ambulate. X-rays were obtained demonstrating a fracture at the femoral head and neck junction of the modular femoral neck.(left)

Manufacturer narrative:
Additional information received from litigation: updated explant date.